Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and cable was not able to charge the pump battery. Contact was unable to provide further information regarding the damage. Customer's blood glucose was 126-127 mg/dl.